Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty detaching the cartridge during a standard supply change and observed that the old cartridge was leaking after removal. The user noted prior difficulty removing and locking cartridges in place during recent supply changes. The agent advised on troubleshooting steps, including attempting connector attachment/removal without a cartridge in place. Blood glucose was not affected.